Manufacturer narrative:
A1 - patient identifier: (B)(6) (total of 2 patients). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated patient results over the past year when using the architect free t4 assay. The customer stated a doctor pointed out that while the free t4 values are high in many samples, the free t3 and tsh results are within the normal range. The customer provided 2 cases that deviated across the reference range. The following data provided (reference range for free t4: 0.70 ¿ 1.48 ng/dl): sid (B)(6): initial free t4 result = 1.334658 ng/dl; repeat result = 1.588634 ng/dl (questioning the higher repeat result). Sid (B)(6): initial free t4 result = 1.48657 ng/dl; repeat result = 1.023434 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 61281ud00, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect free t4 reagent lot 61281ud00.

Event description:
The customer reported falsely elevated patient results over the past year when using the architect free t4 assay. The customer stated a doctor pointed out that while the free t4 values are high in many samples, the free t3 and tsh results are within the normal range. The customer provided 2 cases that deviated across the reference range. The following data provided (reference range for free t4: 0.70 ¿ 1.48 ng/dl): sid (B)(6) : initial free t4 result = 1.334658 ng/dl; repeat result = 1.588634 ng/dl (questioning the higher repeat result). Sid (B)(6) : initial free t4 result = 1.48657 ng/dl; repeat result = 1.023434 ng/dl. There was no impact to patient management reported.